Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was unable to be advanced across the septum due to the patient having an aneurysmal septum. The sheath was replaced. The wire and dilator would advance, but the sheath would not. The physician attempted to advance with significant forward pressure and the pigtail wire in place. This resulted in a small hole perforation and subsequent pericardial effusion. The physician was going to switch to radiofrequency, however, the effusion increased significantly. The pericardial fluid was then drained and the patient also received blood and platelets. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.